Manufacturer narrative:
G4:18dec2020. B4:21dec2020 . The field service engineer (fse) confirmed the device would not power up. The fse replaced the power management board and ran verification testing. The tests passed and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020 .(B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the device will not power up and the alarm lights are flashing. There was no patient involvement.